Event description:
The MFR received info alleging a ventilator was stacking breaths. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The device's sensor board tubing was replaced due to evidence of tampering (incorrect tubing length), to address the issue. A "service required" code was found in the ventilator's downloaded error log. The device's sensor board was replaced to address the issue. Sensor board tubing.